Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the pump was powered on with a blank display but had audible and vibratory function. The display was found to be cracked upon investigation. A test display was inserted and was found to function properly. The complaint of the dim, fading display issue was not able to be tested due to the damaged display. Unrelated to the complaint, investigation revealed that the battery cap was worn on the top. A test battery cap was able to fully tighten to the pump.